Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as fold flaw opening and missing shell observed assessed as inconclusive. Additional observations: ¿ crease fold and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.